Manufacturer narrative:
The event of capsular contracture and hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture grade IV, deflation, hematoma.

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "capsular contracture baker grade IV", "hematoma", "device migration/implant malposition" and "suspected/actual rupture/deflation". This record is for the left side. Device was explanted.